Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(4) of peritonitis in a patient coincident with dianeal unknown bag therapy. The patient contacted baxter (B)(4) technical services ((B)(4)), and stated that on (B)(6) 2011, he went to the outpatient hospital and was diagnosed with peritonitis. Treatment, action taken with dianeal, and outcome of the event were not reported. Concomitant medications were not reported. A causality statement was not provided.